Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5, d9. Additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: it was reported that the subject device exhibited an error code and failed to reboot.

Event description:
It was reported, the xenon light source was not showing image. And was giving them an unspecified error code. The issue was found, during preparation for use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.